Manufacturer narrative:
A steris service technician arrived at the facility, inspected the unit and found that the unit's jacket safety valve was opening prematurely. The technician replaced the safety valve, ran a test cycle and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported a water leak from their 16" eagle steam sterilizer. No injuries or procedural delays/cancelations were reported.